Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the vacuum release valve in the venous air bubble trap's purge line did not function. This prevented the unit from evacuating air. There was no pt involvement, the product was changed out, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).